Manufacturer narrative:
The reported communication issue could not be reproduced during the hardware evaluation. The results of the keyboard test determined that the returned keyboard functioned as intended during a simulated study. The device history record was reviewed for this serial number and confirmed that no non-conformances were identified related to the reported event and the product met manufacturing requirements prior to shipment. Based on the information provided and the investigation performed, the cause of the reported communication issue could not be conclusively determined.

Event description:
During the procedure, the claris system was not responding when the stim or halt keys on the keyboard were selected. The keys were able to function to complete the procedure with no adverse patient consequences.